Event description:
Reported as, "the port flipped."

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 02/jun/08. The product associated with this report has not yet been returned. Based upon the implant date and the model type provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Further info from the reporter regarding serial number has been requested. Device labeling addresses the reported event of displacement as follows: "care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery." "Migration of the band and/or tipping of the access port can occur, resulting in reduced weight loss, weight gain or other complications, and possible reoperation to remove or reposition the device."